Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during servicing in their facility, the unit had an error code 160 and rem circuit read as if there was resistance in the connector. Relays k12 to k17 were all created. Rem signal remained green when it should not have. There was no patient involvement.